Event description:
A hospital reported a "possible deflating saline implant" on an unknown side. Device was explanted. This record is for an unknown side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported a "possible deflating saline implant" on an unknown side. Device was explanted. This record is for an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, yellow particles, opening curved on posterior and opening curved on anterior leak test and microscopic analysis was performed which identified: opening crease smooth on anterior and striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening crease smooth on anterior due to fold flaw opening; a striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Company representative reported a "possible deflating saline implant" on an unknown side. Device was explanted. This record is for an unknown side.